Event description:
It was reported that during follow-up in clinic, the device went into backup vvi mode during a firmware upgrade. Patient was asymptomatic. Programming changes were made; a device download was performed successfully.